Event description:
It was reported that the patient noticed around (B)(6) that her device was moving around in her body and caused pain. The patient stated she was getting "electrocuted every single day of her life and wanted it out." The patient said the device worked for a "very short time" and worked with her incontinence. The patient was programmed "several" times and she said the device was "defective and not working properly." The patient stated that "if someone sat across the room, they could see the device moved." Removal was scheduled for (B)(6)2012, but was rescheduled to (B)(6) 2012. The following day it was reported that impedances were >4,000 ohms on two bipolar settings. The patient also reported weight loss that may have contributed to the device shifting in the pocket. Additional information received on (B)(6) 2012 reported that intraoperative impedances were checked before device removal. All combinations, except the bipolar ones, exceeded 2,800 ohms, but none exceeded 4,000 ohms. The patient complained of a "near continual shocking sensation," one that she did not experience for a while after implant. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported, the patient did not have another device implanted. The patient decided to have botox injections instead and was reported to be "doing well clinically right now." No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v918348, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).